Manufacturer narrative:
Qn#(B)(4).

Event description:
"The iabp was found to be oozing blood, and the balloon was considered to be ruptured. Rupture of the balloon, emergency ultrasound showed that the balloon was stuck in the opening of the femoral artery, and a femoral arteriotomy was performed to remove the balloon". Additional informaiton states that the iab catheter was replaced. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-01132.

Event description:
"The iabp was found to be oozing blood, and the balloon was considered to be ruptured.rupture of the balloon, emergency ultrasound showed that the balloon was stuck in the opening of the femoral artery, and a femoral arteriotomy was performed to remove the balloon". Additional informaiton states that the iab catheter was replaced. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-01132.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 26 dec 2024 should be retracted.